Event description:
Complainant alleged that the clinicians were setting up the device for possible use on a pt, but the device did not discharge when tested. The clinicians were able to obtain another device to treat the pt. There was no indication of any adverse effect on the pt as a result of the reported malfunction.